Manufacturer narrative:
One unused device was returned for evaluation. The returned set confirmed the presence of black spots adhered to the interior wall of the drip chamber. The adhered spots observed during evaluation were confirmed to be embedded within the drip chamber. The reported complaint of black spots in the drip chamber can be confirmed. The cause of the black spots in the drip chamber is due to discoloration of the pvc material during the molding process. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a secondary set, secure lock, 34 inch, and it was reported that there is a black speck found in chamber. There were no reported patient involvement and no reported patient harm.